Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. At the time of the phone call, the customer's blood glucose was 171 mg/dl. But the customer stated that the day prior to the phone call, their blood glucose was 400 mg/dl before going to bed. Troubleshooting was performed, the alarm was cleared and the device tested within specification. The customer was advised that the insulin pump was working as designed. Nothing further was reported.